Event description:
Information received from the field notes that at implant, impedance was 720 ohms in the bipolar configuration. On 06/25/2001, the impedance was 330 ohms and the patient had visible muscle stimulation around the pocket. Since sensing and pacing thresholds were good, the physician elected to monitor the lead.